Event description:
The doctor treated a 5 cm occlusion in the sfa with a 6x10 hemobahn. The moment of the finalizing the deployment, he could see the distal oliver moved. Before dilating the device, he moved the catheter and realized the olive did not move anymore. The distal olive detached and removed from the hemobahn catheter. The doctor pushed the broken end of the catheter inside of a collateral to minimize complications.